Event description:
Manually extract it myself - vagina [foreign body in reproductive tract] string came away from the body of the tampon, meaning I had to manually extract it myself [complication of device removal] string came away from the body of the tampon, tampon split in two [device breakage] case narrative: consumer reported via e-mail that during tampon removal, the string came away from the tampon. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.